Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 8 months, 7 days. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient developed new right shoulder pain on (B)(6) 2018. The patient had little range in their shoulder and did not exhibit fever at the time. Orthopedic evaluation and blood cultures both showed arthrocentesis and (B)(6). The patient has been afebrile since admission, with no leukocytosis or apparent driveline issues. On (B)(6) 2018 the patient was transitioned from vancomycin and zosyn to cefazolin 2mg intravenously every 8 hours. The patient had a transesophageal echocardiography (tee) to rule out endocarditis. The patient was taken to operating room on (B)(6) 2018 for arthrotomy, glenohumeral joint, including exploration, drainage, or removal of foreign body (right). Tee on (B)(6) 2018 revealed vegetation on right atrium. The patient received lead extraction on (B)(6) 2018 and hickman catheter removal on (B)(6) 2018.